Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not note any damage on the instrument after the arcing event. The instrument was being used in a myomectomy when the issue occurred. There were no other instruments in used when the arcing event occurred. The customer was using an integrated electrosurgical unit erbe for the procedure with the settings, cut:4 and coag:4. The instrument was not in contact with any tissue when the arcing happened. The patient was not injured nor have they returned to the hospital due to any post-surgical complications. The instrument did not come into contact with anything when arcing, there was no liquid or bio debris on the instrument when the arcing occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis could not verify the customer-reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. No arcing was observed. The instrument also passed the electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing.